Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right atrial (ra) lead exhibited low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.